Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2009. According to the complainant, the ablation was successfully performed using the rf 3000 radiofrequency generator. However, post procedure, a burning smell emanated from the console. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Possible electrical overheating. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 ((B)(6), female patient; weight is unknown). According to the complainant, the ablation was successfully performed using the rf 3000 radiofrequency generator. However, post procedure a burning smell emanated from the console. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. Several components on the rf board had overheated and were replaced. The board was re-tested after rework and passed all tests. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a burning smell emanated from the generator. The smell was isolated to a component on the rf board. The most probable root cause is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)